Event description:
An initial report was received from a dealer who reported the following incident: push release button snapped went to release arm and then broke. No reported injury. Attempts were made to contact the reporter for additional information, however, no further information has been received.